Manufacturer narrative:
The device was returned to olympus for inspection. Date of event unknown. Additional information will be provided if available. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that was missing thixotropic adhesive forceps cover. Missing cement around lens and pink pubber cut were found. There was no patient involvement.